Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm bioprosthetic aortic valve, implanted six (6) years, four (4) months, and eighteen (18) days, was explanted and replaced with a 27mm model 3300tfx aortic pericardial valve due to severe aortic insufficiency. Through follow up with the heath care provider, it was reported there was no evidence of perivalvular leak and the tee showed no evidence of abscesses. The patient has been discharged. The explanted device is not available for return and evaluation because it has been discarded by the hospital.

Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device was reportedly explanted due to severe aortic insufficiency due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient medical history has been made available but he had two contributing factors ¿ young age at time of implant, and gender. Without return of the device for evaluation, we are unable to confirm the clinical comments provided by the health care provider. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.